Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was noted that in early last year the left lead moved and somehow they were able to make it work on one lead and it was working fine.